Manufacturer narrative:
This report is submitted on august 10, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site. The patient was placed under general anaesthesia on (B)(6) 2023, in order to remove the abutment. The implanted device remains.